Manufacturer narrative:
The device was returned for investigation. The reported problem was observed. The safety balloon was damaged and leaking. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the pruitt f3 carotid shunt white balloon was not inflating during a carotid endarterectomy procedure. It was not used on the patient. A replacement device was used to complete the operation. No injury was reported to the patient.